Event description:
During the procedure, the introducer was perforated while passing the balloon probe through it.

Manufacturer narrative:
One 6f fast-cath cath-lock introducer sheath was received for evaluation. The sheath had been perforated proximal to the distal tip and was bent. A dilator from current inventory was inserted through the returned sheath; however, the dilator could not advance past the location of the sheath perforation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath perforation remains unknown.